Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection, a cracked front enclosure and bent battery lock were noted. Autopulse is a reusable device and was manufactured in 06/23/2011. The damage found is characteristic of normal wear and tear for the life of the device. Unable to download archive data. During functional testing, the autopulse displayed user advisory 07 (discrepancy between load 1 and load 2 too large) when powered on. In summary, the reported complaint of the autopulse displayed user advisory 7 (discrepancy between load 1 and load 2 too large) message when powered on was confirmed during functional testing. The root cause of the problem was due to a loose load cell connector. The load cell connector was reseated to remedy the fault. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The processor board, front enclosure and battery lock were replaced. The autopulse platform passed all final testing criteria.

Event description:
It was reported that during shift check, the autopulse platform (sn: (B)(4)) was displaying user advisory 07(discrepancy between load 1 and load 2 too large) message when powered on. No patient involvement was reported.